Event description:
A perclose device was placed in standard fashion in the right femoral artery. The suture deployed without incident. When the device was attempted to be removed, it became stuck in the groin. By fluoroscopy, it was clear that the metal shaft had separated from the catheter and the catheter was in the right femoral artery separate from the housing of the suture apparatus. Hemostasis was maintained at the access site with manual pressure, and a guide wire was manipulated into the right femoral artery from the left femoral approach. A 10 mm x 40 mm angioplasty balloon was inflated at the right femoral artery to maintain hemostasis while a surgical cutdown was performed. The perclose catheter was removed completely from the body and all parts of the perclose catheter system were sequestered and kept by the or nursing staff. The arteriotomy was successfully repaired, the edwards sheath was inserted under direct puncture of the exposed right common femoral artery, the tavr procedure as completed, and the arteriotomy successfully repaired.